Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a decrease in the battery longevity was observed on the device. Premature battery depletion was suspected. A device replacement is anticipated, but no intervention has been performed at this time. The patient was stable.